Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported air in line error. There was no patient involvement reported.

Manufacturer narrative:
Correct: h6 (method, results, conclusion). The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn: (B)(6) was performed from date of manufacture 04/07/2017 to the present date 12/5/2020 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device.

Event description:
The customer reported air in line error. There was no patient involvement reported.